Event description:
A customer reported that during vitrectomy surgery, a system message displayed and it was necessary to use an alternate system to complete the procedure. There was no harm to the patient.

Manufacturer narrative:
The company representative examined the system and noted the irrigation pincher stuck intermittently. The company representative completed maintenance to the receiver mechanism to resolve the issue. The system was then tested and met product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause could not be determined conclusively. (B)(4).